Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not emit tones with magnet application and would not communicate with a programmer.